Manufacturer narrative:
Intuitive surgical, inc. (Isi) has received the large suturecut needle driver instrument associated with this complaint and completed investigations. The instrument was found to have the clevis pin missing from the proximal clevis. The pin was not returned with the instrument. Other components adjacent to the dislodged pin do not show damage. Common causes of the failure mode missing instrument clevis pin are attributed to supplier manufacturing, such as insufficient swaging by the supplier of the grip assembly.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has received the instrument for evaluation. However, the failure analysis has not been completed yet. A follow-up MDR will be submitted if additional information is obtained.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the wire of the large suturecut needle driver instrument articulation screw came loose in the instrument. None of the screws fell into the patient. The procedure was completed with no reported injury.